Event description:
The pace/sense portion of this lead was capped and replaced due to noise. The shocking portion is still active. No inappropriate shocks or adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.